Manufacturer narrative:
The lead had dislodged and surgical intervention was required. The lead was successfully repositioned and remains in service.

Event description:
Boston scientific received information that two days post implant, this lead exhibited intermittent loss of capture, high thresholds, low amplitude, and low pacing impedances.